Manufacturer narrative:
The investigation into product damage issue has been completed. The impella pump was returned for investigation. A visual inspection of the returned product confirmed that the pins inside the impella 2.5 grey connector were broken. The root cause of the broken pins was determined to be use related as the pins are subject to breaking if the connection is not made properly. The cause of the issue was damaged connector pins due to improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During support, the physician was unable to connect the gray-to-gray adapter. Staff noted that the prongs were bent on the connection side of the pump. The device was removed and replaced with a new impella 2.5. It was reported that the procedure was successful.